Event description:
It was reported that during a replacement procedure due to pump eos (end of service) also referred to as normal battery depletion, the health care provider (hcp) noticed the catheter had been leaking into the pump pocket. No patient symptoms or complications were associated with the event. There was a break in the catheter with the location being specified as the pump connector portion. In terms of what diagnostic testing or troubleshooting had been performed, the catheter had been aspirated; however, the results were not specified. As a result of the event, a partial explant of the catheter occurred; the hcp removed 3.2 cm of the 8709 catheter from the pump connector end and replaced it with an 8578 catheter. The product issue was then resolved. It was noted the cause of the issue hadn¿t been determined. The explanted portion of the catheter and the pump would not be returned; it was discarded by the customer. It was also noted the pump had been allowed to reach eos due to insurance coverage. The patient¿s status at the time of this event was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen and morphine. Further information including the cause of the event, if the patient experienced any symptoms and the patient¿s outcome was not provided. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l73867, implanted: (B)(6) 1999, product type: catheter. (B)(4).